Event description:
Patient was admitted to the hospital for intermittent "beeps" coming from her left ventricle assist device (lvad) controller. The patient stated that they were not "red heart" alarms and wasn't sure what they were. She was admitted for evaluation. Patient states that roughly 3 weeks prior to admission the lvad controller fell on a cement floor, otherwise no other trauma was done to the device. One day after hospital admission, lvad alarmed for low flow and pump stop. This resolved on own. There were 2 additional times in the period of 45 minutes, once when she was getting out of bed (oob) to use the bedside care (bsc). Each time had no flow reading and pump stop. Palpable pulses were noted during the entire time. Patient was prepared for the operating room for lvad pump exchange. During surgery, it was noted that within an inch of entry into the pump, the white plastic covering of the driveline had completely dehisced exposing all the internal wires. The new pump was placed and there was a defect in the diaphragm because the old pump had eroded into the diaphragm and at the time of the pump removal, a defect was created and that was repaired. Following surgery, the patient was transported back to intensive care unit in stable hemodynamic condition.======================manufacturer response for lvad, heartmate ii (per site reporter).======================unknown at this time. What was the original intended procedure?lvad pump exchange.device #1is this a laboratory device or laboratory test?no.